Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular(rv) lead exhibited noise, loss of capture and sensing. The patient presented for a scheduled procedure. During the procedure, fluoroscopy imaging showed that the rv lead was dislodged. The physician attempted to re-position the lead, however, the stylet was getting jammed and would not advance. The lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense, noise and failure to advance stylet. As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. X-ray examination of the lead found the inner coil in the connector region was over-torqued due to procedural damage. The cause of the reported event of failure to advance stylet was due to the over-torqued inner coil in the connector region. The reported events of failure to capture, failure to sense and noise were not confirmed. Visual and x-ray examination found no anomalies with the exception of procedural damage. Electrical testing was normal.